Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a surgery for type iii stress incontinence and prolapse along with incisional hernia and intra-pelvic adhesion on (B)(6) 2000 and the mesh was implanted to replace prior unknown brand mesh due to vaginal prolapse became granulated, deep dyspareunia and vaginal discharge. Now the patient is experiencing incontinence, infections and lichen sclerosus autoimmune disease. It was also reported that the patient has no sexual relationship because of pain and infections and has to use a catheter to empty bladder. No further information is available.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2018 additional information: additional patient codes:(B)(6).